Manufacturer narrative:
The technician replaced head hydraulic cylinder to resolve issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The technician alleged that the head of the stretcher drifts down. No patient impact.